Event description:
Patient reported that she had 2 injections of dupixent from mdo on (B)(6) 2023, and started edema (swelling on ankles, fingers, and around her eyes) noticed on (B)(6) 2023 with 9 lbs gain in weight since (B)(6) 2023 and vertigo. Per clinic pharm and (B)(6), there is no vertigo associated with dupixent, but tymlos that patient started for 1 month. (B)(6) listed edema as a postmarketing ae for dupixent.